Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an episode of atrial fibrillation was recorded due to incorrect interpretation of the signal. No intervention was performed. The patient was in stable condition and will continue to be monitored.